Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 559453 lead implanted: (B)(6) 2006.(B)(4).

Event description:
It was reported that the patient was admitted to the hospital after collapsing. Additionally the patient experienced symptoms of bradycardia. It was determined that the patient's device had reached elective replacement indicator (eri) with unexpected longevity. The right ventricular (rv) lead exhibited low impedance and no capture. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.